Event description:
A 16mm diameter x 8.5cm length medtronic ave iliac stent graft was successfully placed to exclude an iliac aneurysm in a severely tortuous iliac artery. There was some difficulty tracking to the target aneurysmal area due to the excessive tortuosity of the iliac artery. Upon attempt to remove the delivery system from the deployed stent graft, the bullet nosecone detached from the distal end of the delivery system. There was some resistance noted by the physician. However, excessive force was not imposed on the device when the nosecone detached. The detached nosecone was then successfully snared from the iliac artery. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.